Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level with a blood glucose level of 588 mg/dl. The customer¿s blood glucose levels were over 600 mg/dl, 372 mg/dl, 209 mg/dl, 137 mg/dl and 336 mg/dl. The customer treated high blood glucose level with insulin pump, injections, shots of insulin and intravenous drip. The customer did not mention any symptom related to high blood glucose level. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege the insulin pump for under delivery. The customer reported that the insulin pump had passed the displacement test. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.